Manufacturer narrative:
Correction to field b1: adverse event/product problem correction to field b2: outcomes attrib to adv event correction to field h1: type of reportable event this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The related investigation determined that this lead was associated with a reported perforation with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise which likely led to pacing inhibition. Technical services (ts) discussed that the noise looked diaphragmatic, almost sinusoidal at times, and respiratory-related. There was also a rare undersensing noted. Moreover, the patient had micro perforation of the heart confirmed via the computerized tomography (CT) that was performed. Ts suggested troubleshooting and programming options. The physician will continue to monitor the patient. No additional adverse patient effects reported. The lead remains in service.

Manufacturer narrative:
Correction to field b1: adverse event/product problem correction to field b2: outcomes attrib to adv event correction to field h1: type of reportable event this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The related investigation determined that this lead was associated with a reported perforation with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise which likely led to pacing inhibition. Technical services (ts) discussed that the noise looked diaphragmatic, almost sinusoidal at times, and respiratory-related. There was also a rare undersensing noted. Moreover, the patient had micro perforation of the heart confirmed via the computerized tomography (CT) that was performed. Ts suggested troubleshooting and programming options. The physician will continue to monitor the patient. No additional adverse patient effects reported. The lead remains in service. It was additionally reported that the patient with this rv lead, began having pauses with asystole greater than two seconds, due to oversensing of noise. Subsequently, the lead was explanted and a new lead of the same model, was successfully implanted. No additional adverse patient effects were reported. At this time the lead has not been returned for analysis. If the product is received, this report will be updated with pertinent information, upon completion of product analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The related investigation determined that this lead was associated with a reported perforation with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise which likely led to pacing inhibition. Boston scientific technical services (ts) discussed that the noise looked diaphragmatic. Which almost looked sinusoidal at times, like respiratory-related. Thus, suggested programming options. Moreover, the patient had micro perforation of the heart based on the computerized tomography (CT) that was performed and there was also a rare undersensing noted. The physician will continue to monitor the patient. Furthermore, boston scientific technical services (ts) recommended pocket manipulation and sampling impedance. The lead remains in service. No adverse patient effects reported.